Manufacturer narrative:
Follow-up #1 date of submission 04/07/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/21/2014 with the following findings:a review of the black box indicated no evidence of a load step malfunction. During testing, a load step malfunction was not duplicated. The rewind and load steps were completed successfully. The force sensor calibration reading was within specifications. The pump case was removed and no internal defect was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery; all other keypad buttons responded properly. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under the contrast button contact.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the cartridge was not detected during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).